Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed scratches and irritated skin under the lifevest. The patient described that the skin was red but not broken open and that the irritation developed under both breasts and in the area of the garment hooks. The patient visited her physician who diagnosed her with a heat rash and prescribed cortisone cream and recommended that the patient not wear the device until the condition healed. Follow-up indicated that the rash had healed and the patient continued wearing the device.